Event description:
Event occurred in united kingdom. It was reported that the patient experienced several infusion sets (cannula) fell off events during use due to heat on (B)(6) 2026 causing hyperglycemia. The high blood glucose was treated by corrections.

Manufacturer narrative:
MDR (B)(4) / initial 1 of 2. This emdr is being submitted for an unknown number quantity. Name roche diabetes care ag street kirchbergstrasse 190 city burgdorf country schwitzerland postal code ch-3401. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.